Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that energizer (B)(6) alkaline batteries are most effective. The customer was assisted with the issue but the blank display was not resolved. The customer was advised to leave the battery out of the insulin pump for two hours before inserting it back into the device. The customer stated that they will call back if the issue was not resolved.